Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-07800; 2938836-2020-07801. It was reported that the patient's system was explanted due to suspected infection. The patient may have become allergic to the device. The patient was stable before, during and after the procedure.